Event description:
A patient death occured after a perforation in the carotid terminus in a case where hipoint 88 was used. No other information provided.

Manufacturer narrative:
No further information provided about the product or the event. Insufficient information provided to perform an investigation.